Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the bottom of the reservoir leaked when the physician squeezed the reservoir. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the event was unknown and the device would not be returned.